Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Because the batch number for the complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
It was reported by the patient's spouse that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. Per boston scientific physician, follow up with the patient's physician, it was reported that the patient was initially treated with two bare metal stents (bms), (unknown type), one implanted in the proximal left anterior descending (lad) and one implanted in the proximal left circumflex (lcx). In late 2004, the patient experienced late thrombosis of the bms located in the lad, which caused a ventricular fibrillation cardiac arrest. The patient was successfully resuscitated and taken to the cardiac catheterization lab where a taxus express2 drug eluting stent, (unknown size), was placed in the lad, inside the previously implanted bms. At the time of this event, the patient was on asa, but not on plavix. Since this event, the patient has been on both asa and plavix. Subsequently the patient experienced angina and had another drug eluting stent (unknown type) implanted in the distal right coronary artery (rca). Then the patient experienced a second late stent thrombosis in the bms implanted in the lcx. This was treated with a taxus express2 stent, placed in the lcx, inside the previously implanted bms. Ivus was performed and all of the stents appeared to have good apposition, except for the stent implanted in the rca. This stent was then treated with balloon angioplasty. Platelet aggregation studies were performed and the patient had a "markedly abnormal result". The patient was placed on coumadin and was referred to a hematologist. "Several weeks ago" the patient had recurrent stent thrombosis in the lad that was treated with an emergent pci. Inr was 1.3 at this time. The physician and patient are considering other treatment options such as other medications and coronary artery bypass surgery.